Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call receiving calibration error alerts. The customer did not recall the blood glucose reading. The customer reported that the blood glucose readings were entered immediately after testing and that hands were washed prior to checking the blood glucose. The customer calibrated the sensor 6-8 times per day and was advised on properly calibration protocol. The customer had received a lost sensor alert. The blood glucose reading at that time was 250 mg/dl. The transmitter ID was correct in the insulin pump. The sensor cannula was not bent or kinked. The customer was advised on techniques to improve communication to the transmitter. Alarms were found in the insulin pump history for reset error and data errors. The customer declined to troubleshoot for those issues.